Event description:
Spontaneous report from patient advising 2 cassettes were bad this week. Unspecified issue occurred on monday ((B)(6) 2021) and early this morning. Pt reported she used a new cassette and no further problems. Pt did not have lot numbers available. No other info known. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup cassette they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.